Manufacturer narrative:
Initial and final MDR 1894504 - MDR 3003442380-2024-09847 - device 12 of 16

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) on (B)(6)2024, it was reported that patient faced sixteen infusion set fell off events during use. The sets were in use for 5-6 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.